Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00037. On 12/10/2010, a surgical procedure was conducted for the purpose of implanting two percutaneous leads in the patient's thoracic area. The physician utilized a lead introducer provided in the lead kit to assist with the placement but experienced difficulty steering one of the leads. Upon removal of the lead in question, the introducer allegedly fractured with a portion of it remaining in the patient's epidural space. The fragment was eventually retrieved and the procedure was successfully completed with the use of two new percutaneous leads. The introducer was returned to the manufacturer for analysis. It is unknown from which lead kit the introducer originated; therefore, both lots are being reported.